Manufacturer narrative:
(B)(4). D10: cat #: 00625006540 / bone screw self-tapping 6.5 mm dia. 40 mm length / j7464047. Cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / j7422663. Cat #: 110031017 / 28mm i.d. 54mm o.d. Size I bearing / lot #: 65254855. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a right hip revision due to a recurrent infection. During the revision there was a significant amount of purulence was encountered. The head liner and acetabular components were explanted without complications. Attempts have been made and no further information is available.